Manufacturer narrative:
Based on the evaluation performed on the device, it was reported that the abnormal flow rate was due to a valve failure. The investigation is still ongoing and if additional and relevant information becomes available later, this report will be updated. This late MDR is being submitted as a result of a complaint retrospective review.

Event description:
It was reported that during an inspection of the olympus asset device, the high insufflation unit has an abnormal flow rate. There was no injury or death reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s investigation. The legal manufacturer reviewed the device history record and found no anomaly found during the manufacturing of the device. A review of the complaint database showed no similar complaint reported from the same user facility; therefore, this is not a recurring issue from the same user facility. As initially stated in the initial MDR, the flow rate display failure was attributed to a faulty valve; however, the legal manufacturer cannot determine the root cause of the faulty valve, as the subject device was not forwarded to the factory for further investigation.